Manufacturer narrative:
The pump serviced at customer location. Eval was completed on 11 oct 2005. The customer reported condition was confirmed. Batteries were replaced and the battery harness was upgraded. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue.

Event description:
The facility reported an infusion pump with depleted battery alarm. The event was reported to have occurred during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event and no pt injury had been reported. Though requested, no add'l info was provided regarding pt's demographics, medication involved, or device programming. No add'l contact info was available.